Event description:
A us distributor reported that a battery charger would not charge a battery.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not charge a battery) was confirmed. Upon investigation , the charger was unable to charge a battery due to an internally shorted component on the bedside board. The root cause of the shorted component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.